Event description:
The customer reported that during a prostate procedure the fiber "exploded" inside the pt and that "shattered" pieces (detached cap) of the fiber were retrieved. It was reported that this occurred at 88,147 joules. The procedure was completed with a second fiber. The pt outcome was reported as "fine".

Manufacturer narrative:
The device was returned to the manufacturer and analyzed. The joules on the fiber card were verified as 88,280 joules. The failure analysis disclosed that the fiber cap was detached. The detached fiber cap was not returned with the fiber. Burned and charred heat shrink or glue residue were visible and were determined to be associated with the missing cap. Based on the analysis findings, the fiber/cap condition would result in forward firing of the side-firing fiber, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation, likely due to tissue contact and/ or anatomical/procedural factors encountered during the procedure, accelerating cap wear and limiting the performance of the fiber. The product labeling warns that tissue contact or tissue probing may cause fiber damage or breakage.